Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the head impactor tip cracked while impacting the head onto the stem. It was reported that the tip split into 2 pieces and both pieces were removed. It was not reported if there were any delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering, evaluated the impactor device. And the reported condition that the head impactor replacement cap cracked, while impacting and split into 2 pieces was confirmed. The device was visually inspected as received. And failed the visual assessment, due to the cap was broken in two. A functional assessment was performed. And the device failed the functional assessment, due the cap was broken in two consistent, with improper handling. The most probable cause for the found defect is improper handling (excessive force or by dropping the device) by the user. The assignable root cause was determined, to be traced to the user, which is user error.